Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the periodic inspection, the cardiosave intra-aortic balloon pump (iabp) unit had damage to the vacuum muffler. The damage was discovered when the equipment was disassembled, so it was replaced.

Event description:
It was reported that during the periodic inspection, the cardiosave intra-aortic balloon pump (iabp) unit had damage to the vacuum muffler. The damage was discovered when the equipment was disassembled, so it was replaced. There was no patient involvement.

Manufacturer narrative:
Additional information:e1(event site postal code -(B)(6)). It was reported that during the periodic inspection the cardiosave intra-aortic balloon pump (iabp) had a vac muffler damage. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found damage to the vacuum muffler was confirmed during regular inspections. After replacement(d103-00-0631), the operation was confirmed and there was no abnormality.